Manufacturer narrative:
Consumer reported that she provided her niece with the product to soak her soft lenses. Consumer reported that her niece used the product incorrectly as she did not use the lens case provided. Niece experienced burning and discomfort as well as swelling. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint sample was not returned for evaluation and the lot number was not provided. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. There was no product returned, and no product lot was reported.

Event description:
Consumer reported that she provided her niece with the product to soak her soft lenses. Consumer reported that her niece used the product incorrectly as she did not use the lens case provided. Niece experienced burning and discomfort as well as swelling. There was no report of a medical evaluation or medical treatment associated with the experience.